Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec, deformation, yellow biological tissue and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured. No issues found related with the manufacturing process.

Event description:
Pharmacist reports rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reports rupture. The device has been explanted. This record relates to the left side.